Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data indicated no incidents of power loss. During a visual inspection of the pump, the battery compartment was observed to be cracked, and evidence of moisture ingress was found on the underside of the battery cap. The pump did not power on with the returned battery cap; the power issue was duplicated. The pump powered on with the use of a test cap, and was exercised for 24 hours with no loss of power or alarms. A leak test was performed and failed due to a battery compartment leak at the crack. The pump case was removed, and no further evidence of moisture ingress or loose components was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.